Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer stated that the motor malfunctioned yesterday and the pump is no longer working. Customer stated that he does not have the pump with him right now. Customer stated that the alarm occurred during priming. Customer will call back to verify the pump serial number. Insulin pump will need to be replaced. No additional information provided.